Event description:
Report received of product tampering. It was reported that a pt was being treated for pain with morphine via pca pump. The clinician connected the pca pump to the pt and the infusion began. Five minutes later, the clinician went to check on the pt and found that the pt had brought their own syringes into the hosp and was able to siphon off a full 10cc of morphine from the pca syringe. The syringe inside the pump was empty and leaning out of its cradle. The pump reportedly did not alarm. It was reported that the pt has a family member with same illness and administers morphine via pca pump at home, and is therefore very "pump savvy". The clinician was able to discover the situation prior to the pt actually administering the medication to themselves. The pt was then re-connected to the pca pump with 1:1 supervision and a psychiatric consult. Once their pain was controlled, the pt's behavior "was more appropriate". There were no reported adverse pt effects. Additional info was requested, but no further info was provided.